Event description:
It was reported that this right atrial (ra) lead exhibited increased threshold measurements. Atrial outputs were increased, and monitoring was continued. Additional information was later received that this ra lead exhibited out of range intrinsic amplitude measurements, continued high threshold measurements and loss of capture (loc). Technical services (ts) recommended in clinic review to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.